Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted. (B)(4).

Event description:
Three weeks post insertion the patient was in CT scan to have a contrast computed tomography angiography (cta) done. Upon administration of contrast, limited contrast was seen on cta. Reportedly, the power-line infiltrated. 100cc of omni350 contrast was injected but an unknown amount infiltrated as some was seen on cta and some leaked around the power-line catheter. Patient required additional procedure to replace the power-line catheter. Reportedly there was no harm to the patient.